Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
It was reported that during a hip fracture procedure the surgeon was impacting the helical blade inserter and it fell apart. All of the pieces were retrieved. The procedure was completed at this point.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product development visual inspection revealed numerous deep dents and gouges on the gold handle, the inserter shaft, the top of the alignment indicator, the set screw, and the top and bottom surfaces of the alignment indicator ears. The alignment indicator spins freely but cannot be removed and the set screw can be threaded partially in or out with no effect on the functionality of the alignment indicator. The complaint condition is caused by inadvertent hammer blows to the alignment indicator and has been evaluated on previous complaints and determined to be invalid.

Event description:
This is report 1 of 1 for this complaint (B)(4).